Manufacturer narrative:
Implant date: reported as (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the visual inspection of the returned device performed as part of the manufacturing investigation reported the part was received broken through oblique hole. A dimensional full dimensional inspection cannot be performed do to damage. Verified diameter at break 17.05, passed.verified material tialb with niton 06, passed. Verified 456.418 lot 7506163, date:11/18/14.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient experienced pain/irritation/discomfort.

Event description:
It was reported the trochanteric fixation nail (tfn) broke where it intersects with the helical blade. The patient presented with a subtrocanter fracture on an unknown date in (B)(6) 2014. It was well fixed however the patient had an ortho delayed union and the nail broke. The nail and fibrous tissue was removed and the canal was over reamed. A larger nail was inserted and locked both into the proximal and distal bone. The patient was bone grafted with demineralized bone matrix (dbx) (10cc) and cancellous chips (10cc). The broken hardware was removed. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).